Event description:
Per the clinic, the patient experienced bleeding and irritation at the incision site. It was later found that the device was exposed and extruded at the base. Subsequently, the device was explanted on (B)(6) 2025. Reimplantation is planned but has not taken place at the time of this report.